Event description:
It was reported that the patient with this pacemaker device had muscle spasm and twitching of the left pectoral region. Upon interrogation, it was noted that this device as in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.